Event description:
Boston scientific received information that during the device check, this left ventricular (lv) lead exhibited unexpected lead measurements. R-wave amplitude was decreased and the pacing threshold measurements had increased. The pacing impedance measurements were greater than 2,000 ohms. The lead was tested in all pacing configurations, with the same issues noted. The impedance was out-of-range in all configurations. An x-ray was performed and no anomalies were observed. The patient was not symptomatic with the lead measurement changed. The patient and lead will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.